Manufacturer narrative:
Concomitant medical products: w3dr01 ipg; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right ventricular (rv) lead exhibited unstable thresholds, loss of capture and undersensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.